Event description:
Tru freeze was just purchased a few months ago. It was used on (B)(6) 2022 and machine did not work. From with a pump - repaired, it was used again "today" and it did not work again. Plan was for tru freeze to provide liquid nitrogen / cryotherapy to freeze cells during endoscopy procedure. There was equipment failure and pt was not given cryotherapy as planned. This is the "2 more time" ((B)(6) 2022) that machine failed to function. This is a new machine that was just purchased a few months ago.